Manufacturer narrative:
Unit passed basic occlusion test and displacement test, however, unable to prime unit during prime/delivery test due to faulty force sensor resistor. No cosmetic damage noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported that insulin "squirt" out when attempted to prime until reservoir was empty. Customer did not recall seeing a compromised forced sensor alarm. Customer saw a gap between the piston and reservoir stopper during priming. Customer's blood glucose was 184 mg/dl. Customer also reported to be new to insulin pump therapy and was having trouble with bent cannulas during insertion. Customer requested to have insulin pump replaced due to issues with fill cannula. Insulin pump would be replaced.